Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking lead impedances greater than 125 ohms. The impedances had been trending upward in the last two months. Within the last two weeks, there had been several instances of greater than 125 ohm impedances with some fluctuations. The patient was currently wearing a back brace. A boston scientific crm technical services consultant recommended obtaining a chest x-ray. To date, there have been no adverse patient effects reported.

Event description:
The user received questionable calcium results from the cobas c501 analyzer serial number (B)(4) when compared to cobas c501 serial number (B)(4) and a modular analyzer at another site. Of the data provided, the results for 6 patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 10.25, repeat result from the other cobas analyzer was 9.46. Patient sample 2 initial result was 9.75, repeat result from the other cobas analyzer was 9.02 and the result from the other laboratory was 9.3. Patient sample 3 initial result was 8.67, repeat result from the other cobas analyzer was 7.86 with a data flag and the result from the other laboratory was 8.0. Patient sample 4 initial result was 12.16 with a data flag, repeat result from the other cobas analyzer was 11.15 with a data flag and the result from the other laboratory was 11.6. Patient sample 5 initial result was 8.9, repeat result from the other cobas analyzer was 8.1. Patient sample 6 initial result was 9.5, repeat result from the other cobas analyzer was 8.7. The patients were not adversely affected because the erroneous results were not reported outside the laboratory. The field service representative found the rinse mechanism water levels were too low, the reaction cells were not getting cleaned properly and the reagent was defective. He removed all the components of the rinse flow path, cleaned, reassembled and adjusted the rinse levels. He stated the issue was resolved with a new lot of calcium reagent. The user ran calibration, quality control and comparisons with the other c501 analyzer with results within the established range.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.